Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A significant delay occurred, but did not cause or contribute to a health impact. No additional information was provided. Concomitant products: guide wire: terumo glide advantage. Stent: 7.0mm x 19mm x 80cm omnilink elite otw. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The omnilink elite over the wire (otw) referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the totally occluded ostial subclavian artery. An unspecified guide wire was advanced without issue. The lesion was pre-dilated using a 5.0x20 armada balloon. A 7.0mm x 19mm x 80cm omnilink elite otw balloon expandable stent system was advanced via left brachial access to the lesion with difficulty due to heavy calcification; no unusual force was applied. The omnilink stent was deployed at nominal pressure, but was not fully apposed to the vessel wall. Thus, an 8.0mm x 20mm x 80cm armada 35 balloon was advanced to the stent. Post-dilatation was performed, resulting in collapsed stent struts for the omnilink stent. The 8.0x20 armada 35 balloon was withdrawn from the stent with slight difficulty due to becoming caught on the stent struts, but was ultimately withdrawn. The guide wire was exchanged for a non-abbott guide wire; when advancing the new non-abbott wire, the stent loosened / shifted slightly from its implant site, but was still within the diseased target area. The 8.0x20 armada 35 was re-advanced with difficulty due to the balloon getting caught on the stent struts, and additional stent post-dilatation was performed. When attempting to withdraw the armada 35 again, the balloon became caught on the stent struts and the omnilink elite stent was explanted, migrated into the aorta and down to the left external iliac artery. The migrated stent was crushed against the iliac vessel wall via balloon angioplasty then a stent was deployed, securing the crushed omnilink elite stent. The subclavian lesion was ultimately treated via balloon angioplasty with no attempt to deploy another stent. There were no adverse patient sequelae.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.